Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time was "off" by 2 to 3 minutes every few weeks. There was no reported impact to the customer's blood glucose level. The customer adjusted the time settings.